Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There ws no allegation of device malfunction. The device was not I patient use. During the evaluation of the device at the manufacturer's service center, the device failed a step during testing. The flow sensor assembly was found to be contaminated with dust. The device's flow sensor assembly was replaced to address the issue.